Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a valve being used in a hydrocephalus procedure. It was reported that the product was damaged during use and had been replaced with another product to complete the operation. The procedure was delay about 60 minutes. No impact on patient outcome.